Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v581950, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins). Specifically, the patient noted that they noticed the return of symptoms and going to the bathroom more today. The patient felt like the stimulation was lower. The patient had never seen the elective replacement indicator (eri) message or had spoken to their healthcare professional (hcp) regarding an approaching eri or end of service (eos) condition on the device. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.